Event description:
A (B)(6) male, pt, called in to zoll lifecor customer support to report that his battery charger was not charging one of his batteries. The pt was sent a replacement battery.

Manufacturer narrative:
Device eval summary - device eval of battery pack (B)(4) has been completed. The reported problem has been confirmed. The cause for the battery not charging was defective cells within the battery pack. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified but is likely electrolyte from a leaking cell. The root cause of the leaking cell was not positively identified. No adverse event resulted from the faulty battery. The pt received a replacement battery pack.